Event description:
Ventilator portion of the anesthesia machine stopped working.====================== manufacturer response for anesthesia machine, fabius gs======================no comments, field service representative stated that this was manufacturing flaw.